Manufacturer narrative:
D.4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server medications did not appear on the due now section. The user provided examples where levothyroxine, scheduled as daily before breakfast and mapped to a 0600 due time, does not show as due at 0600, and both pregabalin and senna, scheduled at bedtime and mapped to a 2100 due time, do not appear as due at 2100. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server medications did not appear on the due now section. The user provided examples where levothyroxine, scheduled as daily before breakfast and mapped to a 0600 due time, does not show as due at 0600, and both pregabalin and senna, scheduled at bedtime and mapped to a 2100 due time, do not appear as due at 2100. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating this incident, a technical support specialist (tss) coordinated with pharmacy and information technology (it) to review the epic to pyxis frequency code behavior. The tss requested current samples while outlining availability for continued support. The tss then explained that pyxis did not provide historical frequency code usage reports and confirmed that the code field represented the external frequency code received from the pis interface. The tss explained that the code field on the edit frequency code page corresponded to the external frequency code sent through the pharmacy information system (pis) interface, and that this external code needed to be mapped to a standard repeat pattern within pyxis to ensure proper order task scheduling. The customer provided acknowledge to close the case. The technical support specialist closed the case.